Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 became aware of an issue with getinge air glide system (ags 2.0) working with 86-series washer disinfector with model name 8666. As it was stated the technician pushed the emergency stop switch when the ags shuttle was obstructed and then released the emergency stop switch which caused the shuttle to release the wash cart in an accelerated fashion. The technician have gripped the cart which caused pain in technician's arm. He went to medic and received pain medication for pulled muscle. As it was stated, the technician has already returned to work after he was injured and needed a medical intervention. The injury is not considered as a serious injury. Nevertheless, we decided to report the issue in abundance of caution, as we cannot confirm that similar event would not contributed to the serious injury if reoccurs.

Manufacturer narrative:
On may 17, 2024, getinge became aware of an issue with getinge ags 2.0 (air glide system) with the serial number (B)(6) working with 86-series washer disinfector with model name 8666. The ags 2.0 was installed on (B)(6) 2003. The reported issue is related to injury while handling automation loading system. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. The customer allegation was that the ags 2.0 shuttle began shaking due to an obstruction in the path of the shuttle while retracting wash rack from washer. The technician pushed the emergency stop switch and then released it, which caused the shuttle to release the wash cart in an accelerated fashion. The employee gripped the cart causing excessive extension of the arm, and in result arm and shoulder pain. The technician went to medic, received pain medication for pulled muscle and was placed on work restrictions. The injury is not considered as a serious injury. Nevertheless, we decided to report the issue in abundance of caution, as we cannot confirm that similar event would not contributed to the serious injury if reoccurs. The getinge service technician visited the site and confirmed that the emergency stop and the ags 2.0 system were functioning according to the specification. The result of the investigation allows us to conclude that the customer did not follow the safety precautions included in the user manual. The instruction states that the employees should not enter the machine's working area without stopping the device. In the investigated case, the technician released the emergency stop switch while staying in the working area. To prevent such situation the customer should be reminded about the content of the user manual. It was confirmed that when the event occurred, the device was directly involved, however it met its specification. The device was not being used for treatment or diagnosis of the patient. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).